Event description:
It was reported that when the device was interrogated an alert message displayed, possible damage in the output circuit. The device did not deliver any hv therapy. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event was confirmed. Visual inspection noted an arc mark on the ICD can. It is believed that during high voltage therapy delivery, the lead arced to the ICD can, damaging the device's high voltage output circuitry.

Event description:
The facility representative contacted baxter to report an infusor in which during filling, backflow was observed from the filling port. The device was filled with normal saline. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information.